Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust or suspend insulin therapy. Customer's blood glucose ranged from 90-400 mg/dl. Tandem technical support unable to gather further information as customer abruptly ended call.